Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that 4.5 months after the dental implant (in ada site 13) and full upper restoration were placed, the implant had not yet obtained osseointegration. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load was performed.

Event description:
The clinician reports that 4.5 months after the dental implant (in ada site 13) and full upper restoration were placed, the implant had not yet obtained osseointegration. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).